Event description:
The device was used during an abdominal hysterectomy procedure. Reportedly, difficulty was experienced removing the device from the vaginal cuff. The device was manipulated from the application site with no pt injury reported by the hosp. The surgeon sutured to complete the procedure.